Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link non dehp microbore catheter extension set had a significant restriction in intravenous (IV) fluid flow. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.